Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's battery well was deformed and the device was unable to power on via battery. Complainant indicated that there was no patient involvement in the reported malfunction.